Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported adequate coverage could not be provided due to high impedance being present. Reprogramming was unable to provide needed coverage. The patient's extension was determined to be the liable device. As a result, the patient's extension was explanted and replaced. Surgical intervention addressed the patient's issue.